Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and abortion spontaneous ('pregnancy: stillbirth/miscarriage, birth - complication') in a 38-year-old female patient who had essure (batch no. A67123-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014). Previously administered products included for an unreported indication: mirena. Concomitant products included bupropion hydrochloride (wellbutrin), hyoscyamine and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage, birth - complication"). In (B)(6) 2014, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced insomnia ("hormonal changes describe: insomnia"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). Essure treatment was not changed. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, depression, insomnia, cystitis, anxiety, migraine, nausea, tooth disorder, dyspareunia, fatigue, irritable bowel syndrome, alopecia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, back pain, cystitis, depression, dyspareunia, fatigue, insomnia, irritable bowel syndrome, migraine, nausea, pregnancy with contraceptive device, tooth disorder and uterine perforation to be related to essure. The reporter commented: other pregnancy episode in (B)(6) 2014 in this patient reported under number (B)(4) (child case: (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: update of information (batch number is invalid). This pregnancy episode refers to (B)(6) 2013 (prev. (B)(6) 2014). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and abortion spontaneous ('pregnancy: stillbirth/miscarriage, birth - complication') in a 38-year-old female patient who had essure (batch no. A67123-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014). Previously administered products included for an unreported indication: mirena. Concomitant products included bupropion hydrochloride (wellbutrin), hyoscyamine and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage, birth - complication"). In (B)(6) 2014, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced insomnia ("hormonal changes describe: insomnia"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). Essure treatment was not changed. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, depression, insomnia, cystitis, anxiety, migraine, nausea, tooth disorder, dyspareunia, fatigue, irritable bowel syndrome, alopecia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, back pain, cystitis, depression, dyspareunia, fatigue, insomnia, irritable bowel syndrome, migraine, nausea, pregnancy with contraceptive device, tooth disorder and uterine perforation to be related to essure. The reporter commented: other pregnancy episode in (B)(6) 2014 in this patient reported under number us-bayer-(B)(4) (child case: us-bayer-(B)(4)) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage, birth - complication'), abortion spontaneous ('pregnancy: stillbirth/miscarriage, birth - complication') and uterine perforation ('perforation (uterus)') in a (B)(6) year old female patient who had essure (batch no. A67123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014). Previously administered products included for an unreported indication: mirena. Concomitant products included bupropion hydrochloride (wellbutrin), hyoscyamine and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced insomnia ("hormonal changes describe: insomnia"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, uterine perforation, depression, insomnia, cystitis, anxiety, migraine, nausea, tooth disorder, dyspareunia, fatigue, irritable bowel syndrome, alopecia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, back pain, cystitis, depression, dyspareunia, fatigue, insomnia, irritable bowel syndrome, migraine, nausea, pregnancy with contraceptive device, tooth disorder and uterine perforation to be related to essure. The reporter commented: birth - complication is mentioned in pfs but complication is not given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: pfs received-new event hormonal changes describe: insomnia, infection (bladder/urinary tract/vaginal) type: bladder, anxiety, migraines / headaches, dental problems, dyspareunia (painful sexual intercourse), pain, fatigue, perforation (uterus)., gastrointestinal or digestive system condition type: ibs, hair loss. Were added. Pt of psych injury was updated. Lot number was added. Event onset date was updated. Reporters information was added. Lab data was added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.